Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula was loose, and the staff were unable to "click" it back into place such that it was secure. There was patient involvement and no patient harm reported.

Manufacturer narrative:
No product or pictures were received for the analysis of this complaint. The device history record of the reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. If the product is returned the manufacturer will re-open the complaint for further device analysis.